Event description:
Medtronic legal received information from the attorney of the family on january 24th, 2023, medtronic received notice of a device/product legal hold notification containing 26 individual claimants. It was reported to medtronic that customer alleges that the use of one or more medtronic minimed 600 series insulin pumps with a damaged, missing, or broken retainer ring caused the claimant to suffer personal injuries. The customer reported insufficient information treated with other. The event involved product(s) mmt-1780kpk, mmt-1780kpk, mmt-1780kl. Trouble shooting was not performed and customer reported pump retainer ring damaged or broken. No further patient complications were reported. It was unknown whether the customer is continue to use the insulin pump or not. No product return is required for mmt-1780kpk. No product return is required for mmt-1780kpk. No product return is required for mmt-1780kl.

Manufacturer narrative:
This is 1 of 3 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.